Event description:
Stent was being deployed into vessel in pt's left leg by physician. Stent began to deploy and then stopped, while the device was being manipulated by the physician, there was a loud popping sound noted and the device fractured inside the pt's vessel.